Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a problem with a connector piece is confirmed and was determined to be supplier related. One proximal nxt connector piece, one 4 fr groshong clearvue catheter with stiffening stylet inserted, one 4.5 fr x 10 cm microintroducer, one attachable suture wing, one 0.018 in. Guidewire in a plastic hoop, one 21 g safecan introducer needle, one statlock in a sealed pouch, and one silicone end cap were returned for evaluation. An initial visual observation showed no obvious evidence of use or damage on the returned samples. An attempt was made to flush the proximal nxt connector piece with a 12 ml syringe of water; however, the connector piece was found to be fully occluded. A microscopic observation revealed an occlusion within the stem of the flushing hub. The material occluding the flushing hub was observed to be of the same material as the flushing hub itself and likely occurred during manufacture of the component. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the tumor patient had a catheter placed through the right upper limb under ultrasound. During the insertion of the catheter, the catheter was evaluated and found a problem with its connector. The use of the catheter was therefore discontinued. Replaced the catheter and inserted a new one.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1130 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tumor patient had a catheter placed through the right upper limb under ultrasound. During the insertion of the catheter, the catheter was evaluated and found a problem with its connector. The use of the catheter was therefore discontinued. Replaced the catheter and inserted a new one.